Event description:
It was reported that the mobile programmer generated a message indicating that the base security key was incorrect when attempting to connect to the mobile programmer application, even after manually entering and scanning the security key. Troubleshooting steps were taken to include removing all previously paired devices from wireless fidelity settings, rebooting both the mobile programmer and the host tablet, and force closing all applications before attempting to reconnect. It was noted that the mobile programmer briefly connected before disconnecting again. Further troubleshooting steps were taken to include reinstall the mobile programmer application, removing the base batteries for at least one minute, and retrying the connection. The issue persisted, with the message indicating the security key remained invalid. There was no patient involvement. Application version: 4.4.2 host tablet os version: 18.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the product was received for evaluation and the analysis confirmed the reported event. It was found that there was a firmware bootloader memory corruption. Final disposition of this unit will be maintained by the contract manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.